Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye as the patient had visual disturbances such as distorted, blurry vision, felt like under water, saw a bubble and it was like looking through glasses with fingerprints on them which she could see from peripheral. The patient indicated that laser, yag (yttrium aluminum garnet) and vitrectomy were performed which did not improve her vision. Then she was told that she had dry eye and was putting eye drops every hour in that eye and the vision did not improve. The patient was suggested to see the current doctor who explanted the lens and used a non-johnson & johnson monofocal lens. The patient is happy with her vision, can watch television, the vision has improved and she can almost read without her reading glasses. The patient feels it is battling the opposite eye (od) which still remains implanted and she feels like it is under water. The patient is hoping that when the other eye is explanted it will resolve her issues in that eye too. No further information provided.

Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to feb 18, 2024. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 yag (yttrium aluminum garnet) and secondary surgical intervention. Attempts have been made to obtain additional/ missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.